Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found evidence of a "travel coarse error." During the functional testing, the customer reported complaint was confirmed with the onboard testing. The cause of the issue was that the main pcb was found to be faulty. The clutch and main board were replaced and recalibrated. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there was a travel course error. There was no patient involved, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.